Event description:
The pt underwent corrective surgery for scoliosis in 2004. A 3m steri-strip product was used during the procedure. The catalog number was not reported. The initial reporter stated that hyperpigmentation had occurred under the area where the steri-strips were placed and that this hyperpigmentation has not yet been resolved.